Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. The investigation revealed the connection between the scope and unit was intermittent and not a secured connection, the locking mechanism was not functioning, the front panel was broken, the lens base was broken, and the locking mechanism and scope detection slide were not functioning. This was causing the front panel to blink constantly. The device was tested with 180 and 190 model scopes. Also, the unit had a non-olympus lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the connection between scope and the evis exera iii xenon light source the was intermittent /not secured connection. There were no reports of patient harm or impact associated with the event. During the inspection and testing of the returned device, the device was found to have a broken switch regulator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the scope detection slide not working, and the front panel constantly blinking because of the lock mechanism not working could not be identified. However, it¿s likely the cause is related to a faulty scope socket. Olympus will continue to monitor field performance for this device.